Event description:
An adverse event report was rec'd from another country. A pt was skin tested in 2000 with no response. The pt was injected, by a nurse injector, using a 1.0cc syringe of bovine collagen. She applied collagen in the glabella (0.5cc) and bilateral periorbital regions (0.25cc). There were minimal skin markings at the time of injection. No adverse response was seen until approx 3 weeks following treatment when erythema and irritation at the sites began. The condition continued to worsen over recent weeks and now is boil/cyst like. The nurse injector advised the pt to take antihistamines.